Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) that had heavy calcification, moderate tortuosity and a 90% stenosis. After pre-dilatation with a non-abbott balloon catheter, the xience alpine 3.5 x 38 mm stent delivery system (sds) was advanced but failed to cross the lesion. With the support of a non-abbott guiding catheter extension, the xience alpine sds was advanced again but the sds got stuck with the proximal end of the non-abbott guiding catheter extension. Both devices were removed as a single unit. When the sds was examined outside the anatomy the stent struts were found to be flared. A new xience alpine was advanced with the support of the same non-abbott guiding catheter extension. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. No additional information was provided.